Event description:
It was reported that the pt underwent spinal fixation surgery at l1-l3. Two different inner sleeves had disengaged multiple times from the screw during rod reduction at l1 and l3 on the left. The surgeon had to pull the screw out and reattempt placement of the screw approx three times. The surgeon was able to finish with the instruments. Additional anesthesia was needed and the case was extended approx ten minutes. No pt complications were reported. Upon inspection, it was discovered that the tabs of the inner sleeve were bent. There was no problem with the extender. The extender and inner sleeve were mated properly.

Manufacturer narrative:
The inner sleeves were returned for eval. Visual examination of the tip of the reduction sleeves found that the sleeves were bent outward approx 4mm at the mas head retention features. Visual and optical examination did not reveal any material damage in terms of fracture, cracking, or wearing. Analysis findings suggest that these parts may have been subjected to aggressive release techniques that could have contributed to premature wear out of the part.